Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the battery gauge was fluctuating. No additional information was provided. The customer's blood glucose was 141 mg/dl. Customer reverted to an alternate method for insulin therapy.